Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported a left side deflation of a tissue expander. Device has been explanted and replaced with permanent implant.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, fluid, and yellow particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified a striated edge opening on posterior side consistent with use of a surgical tool, and sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. A sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Health professional reported a left side deflation of a tissue expander. Device has been explanted and replaced with permanent implant.